Manufacturer narrative:
Date of event/concomitant medical products:the events occurred between (B)(6) 2003 and (B)(6) 2003 the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 5 elastomeric devices leaked while connected to the patient's catheter. The devices were infusing either 2mg/ml ropivacaine or saline. The elastomeric devices had an infusion rate of 5 ml/h. There was no report of patient injury or medical intervention associated with this event. No additional information is available.